Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty crossing the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, accessory device support, or previously implanted stents and is not generally associated with a product quality deficiency. In addition, potential factors that can effect stent dislodgement within the body may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy and/or a previously implanted stent or from an interaction with accessory devices. To ensure the reported difficulties are not the result of a manufacturing deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force. Although the return of the xience v sds may have assisted in determining a conclusive cause, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to experienced difficulties. The failure to cross is likely related to the previously implanted stents, then, upon retraction the stent became entangled with the previously implanted stent struts causing resistance and disrupting the stent on the balloon. Subsequently, the stent dislodged into the vessel. The reported device embedded in vessel or plaque, and additional therapy/non-surgical treatment appear to be secondary effects of the reported stent dislodgement as a balloon was used to embed the dislodged stent to the vessel wall. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any related incidents from this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that upon trying to cross through two previously placed stents in a bifurcation case (mid left anterior descending and diagonal), the device would not cross and upon removal of the device, the stent caught on the existing stent strut and the stent dislodged. The stent was compressed against the vessel wall with a non-abbott balloon catheter. There was no adverse patient sequela. No additional information was provided.